Manufacturer narrative:
This is a supplemental report for MFR report #: 3007738819-2015-00014 to provide additional information. [Note] regarding outcomes attributed to adverse event', we additionally checked 'hospitalization - initial or prolonged' in addition to the 'required intervention to prevent permanent' impairment/damage (devices).

Manufacturer narrative:
The device history record was reviewed, and no irregularities were noted. Meanwhile, we cannot rule out the possibility that this event was caused by either other intraoperative factors or other factors related to postoperative management. Because this product (referenced in this report) was not returned to olympus terumo biomaterials corp. For evaluation, the cause of the adverse event has not been specified. The osferion bone void filler package insert states in the following section: adverse events: infection, fever, pain, local sensation, red flare, inflammation. This report is being submitted as a medical device report is an abundance of caution.

Event description:
Case: a case treated with posterior spinal fusion. Clinical course: during a posterior spinal fusion from the 5th thoracic vertebra (t5) to the 3rd lumbar vertebra (l3), bone void filler(hereafter, this product) mixed with local bone (bone obtained from the area of surgery) was placed along the posterior parts of these vertebrae as bone grafts. After the surgery, however, the surgical site became swollen. Eventually, approximately 5mm of the surgical wound came apart. The surgeon opened the wound and found an excessive accumulation of hematoma and serous fluid. The patient had no fever. Clinical laboratory test was performed,but no abnormal data, such as c-reactive protein elevation, was detected. In addition, bacterial cultures of the accumulation were negative. The surgeon irrigated the wound and removed this product.